Event description:
The facility reported that an infiltrated IV site occurred and the primary alarm did not go off. An unspecified patient was being infused with d5 normal saline (manufacturer unknown) in the primary with the rate set at 75 ml/hr. A piggyback with an unspecified antibiotic was infused earlier and is not believed to be involved. The pump was either shut off or the catheter was pulled out. Then, infusion was restored with a different pump and IV site, using the same tubing set. The patient's demographics are unknown. There was an incident report generated by the hospital for this incident. There was no patient injury associated with this event. The patient has been discharged.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.